Event description:
It was reported that the camera head auto image flip was activating when it shouldn't. Therefore, there was inverted image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.